Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: " 1 locking screw inserter: broken at the end which enters the patient." The procedure was delayed by approximately 1 hour.

Event description:
As reported: " 1 locking screw inserter: broken at the end which enters the patient." The procedure was delayed by approximately 1 hour.

Manufacturer narrative:
Corrections: please refer to section d4 (lot# initially provided does not exist) and d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.